Manufacturer narrative:
The complaint was received and forwarded on to the manufacturing facility for investigation. The actual sample was not returned for investigation and a lot number was not provided. As the complaint sample was not returned, a comprehensive failure analysis was not possible. Without the lot number, we are unable to review the device history record. A review of the current manufacturing process found no deviations and random inspection of in-process products showed them to be fully within specifications. Based on the above analysis and information available, we are neither able to identify the root cause of the drain breakage nor confirm it as being due to a manufacturing defect. If the sample is returned at a later date, the investigation will be re-opened and a follow-up report will be filed. We will continue to monitor trends and utilize the information for continuous improvement. The customer is advised to refer to the directions for use (dfu), that is packaged along with the product for precautions on drain handling to prevent breakage:1) to facilitate removal of the drain, the drain and tubing portions should not be curled, pinched, over-stretched or sutured, either internally or externally. Do not suture the drain(s). Drains should be placed and removed carefully by hand only with a slow, steady pressure. Excessive force may result in breakage. 2) drains or tubing should not be handled with any instruments. This can lead to tearing, warping or weakening and subsequent breakage of the drain. During placement and removal of the drain, do not nick, cut, tear or otherwise damage the drain as this may lead to breakage. 3) leaving the drain implanted for any period of time, which allows for tissue ingrowth around the drain and into the holes, may cause breakage on removal.

Event description:
Three days after surgery, the end of drain broke off in patient during removal.